Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that a syringe pump module over infused nafcillin. The infusion of nafcillin was programmed using interoperability functionality to infuse at a rate of 4.2 ml/hour with a total volume to be infuse of 2.1 ml. The medical record indicated that 5.86ml of medication was infused. The event took place from 0410 to 0457. There was patient involvement but no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that a syringe pump module over infused nafcillin. The infusion of nafcillin was programmed using interoperability functionality to infuse at a rate of 4.2 ml/hour with a total volume to be infuse of 2.1 ml. The medical record indicated that 5.86ml of medication was infused. The event took place from 0410 to 0457. There was patient involvement but no harm.